Event description:
It was reported in a service report that the footboard was cracked and the bed exit alarm was not functional. No adverse consequences were alleged.

Manufacturer narrative:
Main module assembly and the footboard was cracked.